Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, when the surgeon cut the distal femur in a cori assisted tka surgery, a lot of red started to appear. They confirmed checkpoints and then re-calibrated the drill. It appeared that the drill had not fully seated the bur as it was removed easily before re-calibration. The system allowed the surgeon to over cut by about at least 1 mm and left a divot in the bone that was not cleaned up by the bur. After recalibration even when not on the cut pedal the bone model continued to turn red. The surgeon was concerned that the cut surface was not flat and that it did not match the plan. The procedure was completed with the same device without significant delays. The patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives. The screenshot review confirmed multiple ¿calibration verification error¿ warning messages upon initial case creation. The drill did eventually pass calibration verification, and the user continued with the case. There were no calibration verification error messages when the user re-entered the case the second time. Therefore, an incorrect seating of the bur is unlikely. The screenshot review confirmed red bone in femur bone removal. The first femur bone removal screen shows large areas of red of the distal cut. The user then re-calibrated the drill and went back to cutting the femur. The following screenshots showed an accumulation of red bone over the entire distal cut. Screenshots showing substantial sections/areas of red bone can be evidence of possible bone tracker movement. Bone tracker movement shifts the entire virtual bone model from its original position defined in the checkpoint definition screen. The bur is then mislocated in relation to the virtual bone model. This is evident when, in real time bone removal, the model is updating to show an accumulated area of red bone consistent with the bur and it¿s contact with the virtual bone. Therefore, when screenshots show large, red areas of the bone surface, it is suspected that the bone trackers moved. Although there are no checkpoint verification errors, if the checkpoints were taken on the bone clamp or the bone tracker, then tracker movement would have gone undetected because the checkpoint is still the same distance from the flat markers on the bone tracker. Refer to the real intelligence cori for knee arthroplasty for inserting checkpoint pins and defining checkpoints. Checkpoint pins are inserted in both the femur and the tibia, in positions where they will not be disturbed during bone removal. These points are collected as data points using the point probe within cori application software. Throughout the surgical procedure, the ¿checkpoints¿ are referenced to determine if either tracker has moved. The clinical/medical evaluation found: ¿the patient impact beyond the overcut and surgical delay is not presumed as reportedly the ¿patient was not harmed beyond the problem reported.¿ without additional clinically relevant information for evaluation, further patient impact could not be concluded, and no further clinical/medical assessment can be rendered.¿ this situation is captured in the risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives. The screenshot review confirmed multiple ¿calibration verification error¿ warning messages upon initial case creation. The drill did eventually pass calibration verification, and the user continued with the case. There were no calibration verification error messages when the user re-entered the case the second time. The most likely cause of this event is due to improper bur loading technique. The screenshot review confirmed red bone in femur bone removal. The first femur bone removal screen shows large areas of red of the distal cut. The user then re-calibrated the drill and went back to cutting the femur. The following screenshots showed an accumulation of red bone over the entire distal cut. Screenshots showing substantial sections/areas of red bone can be evidence of possible bone tracker movement. Bone tracker movement shifts the entire virtual bone model from its original position defined in the checkpoint definition screen. The bur is then mislocated in relation to the virtual bone model. This is evident when, in real time bone removal, the model is updating to show an accumulated area of red bone consistent with the bur and it¿s contact with the virtual bone. Therefore, when screenshots show large, red areas of the bone surface, it is suspected that the bone trackers moved. Although there are no checkpoint verification errors, if the checkpoints were taken on the bone clamp or the bone tracker, then tracker movement would have gone undetected because the checkpoint is still the same distance from the flat markers on the bone tracker. Refer to the real intelligence cori for knee arthroplasty for inserting checkpoint pins and defining checkpoints. Checkpoint pins are inserted in both the femur and the tibia, in positions where they will not be disturbed during bone removal. These points are collected as data points using the point probe within cori application software. Throughout the surgical procedure, the ¿checkpoints¿ are referenced to determine if either tracker has moved. The clinical/medical evaluation found: ¿the patient impact beyond the overcut and surgical delay is not presumed as reportedly the ¿patient was not harmed beyond the problem reported.¿ without additional clinically relevant information for evaluation, further patient impact could not be concluded, and no further clinical/medical assessment can be rendered.¿ this situation is captured in the risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint and no further escalation action is required. As part of corrective actions, the calibration step will be updated to reduce the likelihood of misuse by minimizing the potential for an improperly loaded (not fully inserted) bur to pass calibration. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.